Event description:
It was reported that after a da vinci-assisted surgical procedure, arm 1 threw a 25741 fault when the customer attempted to stow the arm. The customer performed a power cycle of the system, but the issue persisted. The technical support engineer reviewed the logs and confirmed the issue, then guided the customer through a hard power cycle of the robot, but the problem remained unresolved. The customer mentioned that the staff had finished using the system for the day but had three cases scheduled for the following day. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to error 25741. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported customer complaint was confirmed in the field logs and replicated. It was found that there was a heavy dried fluid buildup around the spar toggle area and also some in the axes controller spar connector (acsc) assembly. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the fluid intrusion in the spar toggle switch area is the root cause of the reported event.